Event description:
During testing at the user facility, it was noted that the device distal pressure sensor pin was broken. The device was returned to the biomedical department for a report of the pump doesn't work on battery mode. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.